Manufacturer narrative:
Stryker evaluated the customer¿s device and verified the reported issue. Stryker replaced the therapy pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their service indicator was illuminated. In addition, their device had logged an event code in the memory which indicates that the AED function and paddles ECG of the device may be inoperable. In this state the device may not be able to analyze a patient's rhythm and provide defibrillation therapy while in AED mode, if necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker further evaluated the removed therapy pcb assembly and determined that the cause of the reported issue was due to capacitor, designator c3. C3 was electrically shorted.

Event description:
The customer contacted stryker to report that their service indicator was illuminated. In addition, their device had logged an event code in the memory which indicates that the AED function and paddles ECG of the device may be inoperable. In this state the device may not be able to analyze a patient's rhythm and provide defibrillation therapy while in AED mode, if necessary. There was no patient use associated with the reported event.